Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the keypad cover was torn and the ok keypad button was over-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was found to be torn. Evaluation revealed that the ok and contrast keypad buttons were unresponsive. There was evidence of keypad contamination found under a contrast key contact. A contrast key contact was missing. The keypad flex cable was found to be damaged. There was no evidence of moisture, damage or defect to the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.